Manufacturer narrative:
Bec identifier for this report is (B)(4).

Event description:
Customer called on (B)(6) 2012 reporting that the probe wipe was leaking bloody fluid inside the diluter of the coulter hmx hematology analyzer with autoloader. Customer was wearing gloves, goggles and a lab coat at the time of the incident and there was no report of injury or exposure as a result. Patient results were not affected by the incident and no change to patient treatment was attributed to this event. Field service engineer (fse) was dispatched and adjusted the probewipe rinse block assembly. Repair and instrument operations were then verified as per established procedures. Root cause of the leak was due to a misaligned probewipe rinse block assembly.